Manufacturer narrative:
Updated quality safety evaluation was received on 10-may-2016: ptc global number is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had an ablation (interpreted as endometrial ablation) and a laparoscopy. She also stated she had the device removed. These events are unlisted in the reference safety information for essure, except for device removed, which is listed . In this particular case, the reasons for ablation and laparoscopy were not clearly stated. Since the reasons are unknown, a causal relationship with the suspect insert cannot be assessed at this time. This case was initially not regarded as incident, and upon receipt of follow-up information stating that she had the device removed, the case was upgraded to incident. The exact reason for device removal was not specified. It was not clear from the reported information whether the previously reported laparoscopy was performed in order to remove the device. Despite the limited information provided, given the nature of the event device removed, a causal relationship with essure cannot be excluded. This case was upgraded to incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5056641) in united states on 23-oct-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date, for birth control. It was reported that the consumer experienced bloating, pelvic pain, abdominal pain, digestive issues, and depression. She received the following concomitant medication: bupropion (bupropion) and xanax (alprazolam). Furthermore she stated that numerous tests were done to determine the cause and they have not had any answers, however she believed that the problems may be from the essure. The consumer also mentioned in the section event report type that serious injury had occurred, but did not specified and/or assigned to one of the events. Product technical complaint (ptc) investigation results received on 15-dec-2015. (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conduct a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment the reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Follow-up information received on 05-jan-2016 from consumer: the consumer had urgent care visit for pelvic pain on (B)(6) 2015. She believed essure was inserted around spring 2012 (implying (B)(6) 2012). She had ablation done (B)(6) 2012 and had laparoscopy done around that same time. She continued to have several tests with gastroenterologist which came back fine. She was seen by health care professional for depression and anxiety. Thyroid test was fine. She has had headaches, dizziness, depression and mood swings; she had weird ear issues with a lot of fluid behind ears that did not drain and had tubes placed in ears. She also mentioned fatigue, acne, extreme itching skin to the point of scratching and drawing blood - lotion would not fix it, insomnia, weight gain over the last three years (gained 20-30lbs despite exercise and dieting), and ovarian cysts with constant discomfort over left ovary at random times and becomes more extreme during times that may coincide with menstrual cycle. Endometriosis was diagnosed after essure placement. She also experienced hot flashes and night sweats, frequent urination, general body aches and lower back pain, severe gastrointestinal issues including bloating, diarrhea, gas, constipation and severe heartburn. Symptoms were ongoing and getting worse as time went by. This past weekend, she had pain in left ovary/pelvic area and stomach area for two days and was laid out for that period of time. Follow-up received on 07-apr-2016: despite of follow-up attempts, no response was received to date. Case considered to be closed. Follow-up information received on 15-apr-2016. A legal claim was received. Case is upgraded to incident. The plaintiff was implanted with essure for permanent sterilization and subsequently had the device removed due to complications. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had an ablation (interpreted as endometrial ablation) and a laparoscopy. She also stated she had the device removed. These events are unlisted in the reference safety information for essure, except for device removed, which is listed . In this particular case, the reasons for ablation and laparoscopy were not clearly stated. Since the reasons are unknown, a causal relationship with the suspect insert cannot be assessed at this time. This case was initially not regarded as incident, and upon receipt of follow-up information stating that she had the device removed, the case was upgraded to incident. The exact reason for device removal was not specified. It was not clear from the reported information whether the previously reported laparoscopy was performed in order to remove the device. Despite the limited information provided, given the nature of the event device removed, a causal relationship with essure cannot be excluded. This case was upgraded to incident since device removal was required. Based on available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5056641) on 23-oct-2015. The most recent information was received on 09-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal'), laparoscopy ('laparoscopy') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax) and bupropion. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant), was found to have laparoscopy (seriousness criterion medically significant) and weight increased ("weight gain over the last three years; gained 20-30lbs") and experienced pelvic pain ("pelvic pain"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), dyspepsia ("digestive issues / severe heartburn"), depression ("depression"), anxiety ("anxiety"), headache ("headaches"), dizziness ("dizziness"), mood swings ("mood swings"), otorrhoea ("weird ear issues with a lot of fluid behind ears that doesn¿t drain"), fatigue ("fatigue"), acne ("acne"), pruritus ("extreme itching skin"), insomnia ("insomnia"), ovarian cyst ("ovarian cysts"), adnexa uteri pain ("constant discomfort over left ovary"), endometriosis ("endometriosis diagnosed after essure placement"), hot flush ("hot flashes"), night sweats ("night sweats"), pollakiuria ("frequent urination"), pain ("general body aches"), back pain ("lower back pain"), diarrhoea ("diarrhea"), flatulence ("gas"), constipation ("constipation"), abdominal pain upper ("pain in stomach area"), complication associated with device ("device complication") and wound complication ("itching during healing process"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, laparoscopy, endometrial ablation, pruritus, complication associated with device and wound complication outcome was unknown and the pelvic pain, abdominal distension, abdominal pain, dyspepsia, depression, anxiety, headache, dizziness, mood swings, otorrhoea, fatigue, acne, insomnia, weight increased, ovarian cyst, adnexa uteri pain, endometriosis, hot flush, night sweats, pollakiuria, pain, back pain, diarrhoea, flatulence, constipation and abdominal pain upper had not resolved. The reporter provided no causality assessment for abdominal pain upper, acne, adnexa uteri pain, anxiety, back pain, constipation, diarrhoea, dizziness, endometrial ablation, endometriosis, fatigue, flatulence, headache, hot flush, insomnia, laparoscopy, mood swings, night sweats, otorrhoea, ovarian cyst, pain, pollakiuria, pruritus and weight increased with essure. The reporter considered abdominal distension, abdominal pain, complication associated with device, depression, dyspepsia, medical device removal, pelvic pain and wound complication to be related to essure. The reporter commented: according to medical records, during insertion procedure, both tubal ostia were visualized. The essure device was placed and released, showing five to six coils. A similar procedure was carried out on the right, again releasing the essure device showing approximately six to seven coils. She tolerated he procedure well. Quality-safety evaluation of ptc: safety-quality evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2019: information from duplicate case (B)(4) has been transferred to this present case, including event 'itching during healing process" and legacy device report number 2951250-2019-12000. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).